Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(6) . (B)(6) checked the subject device and found that the error e200 was displayed could not be duplicated and the emergency lamp indicator blinked was duplicated due to the failure of the emergency lamp. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The e200 is an error of a turret malfunction, and it may have displayed the e207 instead of the e200 because it is often displayed mainly due to a failure of the rgb filter. In addition, omsc surmised that the cause of the emergency lamp indicator blinked was the failure of the emergency lamp, because osp found that the e200 was not displayed, and the e207 was displayed due to the failure of the emergency lamp. Omsc considered that the failure of the emergency lamp was attributed to the aging deterioration by long-term use or the life of the emergency lamp because five years had passed from the subject device had been manufactured.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, it was found that the error e200 which indicated the subject device was broken down was displayed and the emergency lamp indicator blinked. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.